Manufacturer narrative:
During inspection and testing, the foreign material found at the c-cover was suspected to have accumulated since previous procedures. In addition, service found the channel cleaning brush could not be inserted smoothly due to deformation of the channel mount unit and a dent on the instrument channel, the suction cylinder had no color, the bending angle in down direction was out of specification due to wear of the angulation wire, the light guide lens was cracked, the forceps elevator was stained, the adhesive around the objective lens was discolored, and the l-arm was corroded. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, a dry brown foreign material was observed at the plastic distal end cover (c-cover). This report is being submitted for the malfunction found during device evaluation (foreign material at c-cover). There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material may have formed due to chemical stress, physical stress from device handling by the user, and entered through a gap. The foreign material may have been caused due to insufficient cleaning. The instruction manual contains preventative measures in "reprocessing manual: 3.1: compatibility summary" and "reprocessing manual: 8.1: precautions for disposal and storage of the reprocessed endoscope and accessories." Olympus will continue to monitor field performance for this device.